Event description:
It was reported the patient had redness at the neurostimulator incision. They had to have an additional 2 weeks of macrobid prescribed. Etiology included a new illness or injury. The patient resolved without sequelae on (B)(6) 2014. It was further reported etiology included it was at the incisional site/device tract at the neurostimulator pocket.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0fw05, implanted: (B)(6) 2014, product type: lead. (B)(4).